Event description:
It was reported that the procedure was to treat a narrow, heavily calcified left anterior descending (lad) artery. After pre-dilatation, a 2.75 x 23 mm xience xpedition was deployed and the device was removed without issue. Post dilatation was performed with a 3.5 mm nc trek balloon catheter. A 2.75 x 18 mm xience xpedition was then deployed in the right coronary artery. As the second xpedition was being deployed, the patient complained of chest pain and had st elevation. A clot was found in the xpedition in the lad. An aspiration catheter was used to remove the clot. A non-abbott bare metal stent was implanted inside the xience xpedition and a non-abbott drug eluting stent was implanted in the proximal end of the xience xpedition. The patient was given angiomax and effient during the procedure. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.